Event description:
It was reported that there was a puddle of liquid under the homechoice (hc) machine that formed during patient use. The caregiver (cg) did not know what the source of the leak was. The reporter stated there was nothing unusual noticed about the supplies, and no alarms associated with this event. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.